Manufacturer narrative:
See product information, and manufacture date that was not provided in the initial report. The model # was not provided.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The model# was not provided. Di# could not be determined.

Event description:
The customer recently obtained a contour next one. He compared his blood glucose reading on the meter to the lab. His meter read 40mg/dl higher. The specific readings were not provided. Depending on the actual results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. Strip information was not provided. New meter and strips were sent to him.